Event description:
A report was rec'd that alleges that the tracheostomy tube was found delated at the cuff after an unk amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
The suspect device was returned for product inspection. During functional testing, the device was inflated with air and submerged in water. Bubbles were quickly observed escaping a small hole in the tracheostomy tube cuff. No additional issues, damages, or defects were found with the returned device sample. A review of the device history record could not be performed as no lot information was provided. Manufacturing performs a 100% leak test prior to product release. Had the cuff been leaking at that time, it would have been detected and the device scrapped. No evidence was found to suggest the reported event was caused by an intrinsic product fault.

Manufacturer narrative:
Smiths med has rec'd the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths med will file a f/u report detailing the results of the evaluation once it is completed.